Event description:
IV malfunction, catheter was broken before even starting, other IV catheter was not smooth and bevel had imperfections. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter). Bd medical acknowledgement (B)(4). Please include the above case number with your escalation to bd medical to avoid duplication. They have issued a return label for the sample and will begin an investigation after it's received.